Manufacturer narrative:
The excor blood pump,s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (331 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed report will be provided as soon as available pending return of the affected blood pump.

Event description:
Berlin heart was informed by the clinic about a suspected membrane defect of an excor blood pump of a patient supported in the lvad configuration. The affected blood pump was exchanged by trained professionals at the clinic on (B)(6) 2019. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
Due to a suspected defect of the membrane of the excor blood pump of a patient supported in the lvad configuration the blood pump was exchanged. The blood pump ran for 331 days. The affected blood pump was not returned to berlin heart and was therefore not available for examination. A review of the production records was carried out and no abnormalities were found. Since the pump was not returned, we are unable to confirm the customer complaint. Inquiries send to the clinic about the whereabouts of the blood pump were not answered. If the blood pump is send back at a later date, berlin heart will analyze the pump and update the failure investigation.